Event description:
The device was used during a laparoscopic colon procedure. Reportedly, the knife transected and the staples did not form. Another device was used to finish the procedure. No patient injury was reported.